Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the line interface printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Product analysis: a line interface 2 printed circuit board (pcb) and a flash drive were returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis and functionality testing was performed, no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found.